Manufacturer narrative:
The explanted device has been analysed with the following result: the device was explanted due to infection and implant extrusion. The device passed all electrical tests confirming correct device function. This report is submitted on march 2, 2020.

Manufacturer narrative:
It was reported that the patient's device was explanted on (B)(6) 2019. This report is submitted 6 february 2020.

Manufacturer narrative:
This report is submitted on decmeber 30, 2019.

Event description:
Per the clinic, the patient developed an infection at the implant site. Explantation is scheduled; however, has yet to occur.